Event description:
Odor from vaginal area. [Vaginal odour]. Blood in urine [blood urine present]. Piece of tampon in vagina [foreign body in reproductive tract]. Piece of tampon [device breakage]. Piece of tampon came out [complication of device removal]. Case narrative: consumer reported via phone that a piece of the outer layer of the tampon came out of her vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Odor from vaginal area. [Vaginal odour]. Blood in urine [blood urine present]. Piece of tampon in vagina [foreign body in reproductive tract]. Piece of tampon [device breakage]. Piece of tampon came out [complication of device removal]. Cause traced to manufacturing [manufacturing issue]. Consumer reported via phone that a piece of the outer layer of the tampon came out of her vagina. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on october 12, 2022.

Event description:
Odor from vaginal area. [Vaginal odour] . Blood in urine [blood urine present] . Piece of tampon in vagina [foreign body in reproductive tract] . Piece of tampon [device breakage] .piece of tampon came out [complication of device removal] . Case narrative: consumer reported via phone that a piece of the outer layer of the tampon came out of her vagina. No serious injury reported.